Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that atrial lead exhibited over sensed noise. The lead was capped on (B)(6)2024 and replaced with new lead. Patient condition was stable.